Event description:
It was reported that the patient had to turn a program higher to be able to feel a difference in the stimulation. It was noted that the lead migrated as confirmed by a computed tomography(CT) scan. The patient underwent a lead revision procedure and the device remains implanted.